Event description:
Procedure: lobectomy. Reportedly, after firing the stapler the jaws could not open. The tissue around the jaws was cut and the device was removed together with a fragment of the tissue. The surgeon used a similar device to finish the procedure without incident.